Manufacturer narrative:
Updated b3, b5, and h6 to include corrected information from customer.

Event description:
Additional information was received from the physician revising the injury from "exacerbation of anemia" to "hemolysis." Additionally, the physician revised the date of this adverse event from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old patient presenting with myocarditis for hemodynamic support using the impella 5.0 device. During treatment, the physician alleged the patient's pre-existing anemic condition had worsened, however, could not attribute this to a single cause. The physician felt the combination of simultaneous support from percutaneous cardiopulmonary support, hematoma, heparin induced thrombocytopenia, and impella support contributed to the exacerbation of the patient's pre existing condition. The relationship of the impella and this adverse event could not be conclusively determined. As treatment, 2 units of blood products were delivered.